Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2094363. Medical device expiration date: 2024-03-31. Device manufacture date: 2022-04-04. Medical device lot #: 2193159. Medical device expiration date: 2024-06-30. Device manufacture date: 2022-07-12.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set wingset is experiencing leaking issues. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that wingset is experiencing leaking issues.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 29-aug-2022. H.6. Investigation summary: catalog number: 367364. Batch number: 2094363 and 2193159. Bd received 2 customer photos, 3 customer samples from batch 2094363 and 4 customer samples from batch 2193159 were received for review and analysis. The customer photos were evaluated and do not show any evidence of leakage as they are pictures of the box, so the reported failure mode of leakage cannot be confirmed based on customer photo analysis. The customer samples from batch 2193159 and batch 2094363 were subjected to functional testing and there were no issues observed relating to leakage. Bd is unable to confirm the customer¿s reported failure mode of leakage based on customer sample testing results. Bd was unable to determine a root cause for the customer¿s reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set wingset is experiencing leaking issues. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that wingset is experiencing leaking issues."